Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge pneumatic tap did not have the syringe entry point entirely cut. Customer's blood glucose level was not impacted. A new cartridge was successfully loaded onto the pump.